Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history setting issue. The patient reported having four sensor failures in a one week period. When customer technical support reviewed the cgm alarm history with the patient during the call, there were no sensor failure warnings, sensor session stopped, or other alarm indicating failure. The cgm warning history did show sensor session usage and alarms related to other matters such as high alert and rise/fall alerts. The patient also stated starting a new sensor session this morning and then received a failure alarm; but the history showed the same sensor session from two days prior with consistent alarms such as high alert and rise/fall alerts. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the allegation of the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/11/2017 with the following findings: during investigation, there were no sensor failures in the continuous glucose monitor module (cmg) warnings history. The pump was paired with a test sensor and a sensor failure was duplicated during test and was accurately recorded in the cgm warning history.